Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a procedure, the surgeon placed a clip applier into the trocar and siplaced a small circular piece of the reducing adapter. No one was sure where the piece ended up. No other adverse events were reported.